Event description:
A falsely elevated troponin I result of 0.78 ng/ml was obtained on a pt sample. The physician questioned the result after a sequential sample result of 0.01 ng/ml was obtained. The original sample was retested and a result of 0.00 ng/ml was obtained. Pt treatment was not prescribed or alrtered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was due to the pipettor.

Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was due to the pipettor. The pipettor was replaced by the dade behring rep. The instrument is operating within spec.